Event description:
Note on the bed said siderail broken. Sum - tsr found tape obstructing the latch on the right intermediate siderail. He removed the tape and the siderail functioned properly.

Manufacturer narrative:
A hill-rom technician found tape obstructing the latch pin on the right intermediate siderail. He removed the tape and the siderail functioned properly.